Event description:
The customer reported that the insulin pump alarmed button error and buttons were unresponsive. Customer stated that he was programming a bolus and noticed that numbers kept scrolling. He took out the battery and got bad battery alarm. Customer inserted new battery and got frozen display. Troubleshooting was done. Customer's blood glucose was 109 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected failed battery alarms, number ramping, or frozen display was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.